Manufacturer narrative:
This report is submitted on august 22, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement and skin irritation at the processor site. The patient also reported intermittent dizziness with device use. Topical steroids were administered to treat the skin irritation (date not reported).